Manufacturer narrative:
It was reported that the 2.5 mm x 3.3 cm micrusphere 10 cerecyte microcoil could not be successfully released after positioned at the posterior communicating target site aneurysm. The enpower system was clicked over 10 times, but it failed. The cable was exchanged, but it still failed. (Ccb00015700/lot f67657 & ecb00018200/lot f76186). The coil was safely withdrawn from the patient without any stretching or unintended detachment. The cable and detachment control box (dcb) were replaced; another brand device was used. It was reported that the pre-deployment test which is outlined in the instructions for use was not performed. There was no noticeable resistance encountered anywhere along the delivery path in the microcatheter before reaching the aneurysm. Repositioning was necessary once the coil was placed in the aneurysm. The device positioning unit was returned without the coil. Based on the report that the device was removed from the patient without unintended coil detachment, the coil detachment noted on the returned device would have occurred post procedural use. The resistive heating coil section exhibits signs of multiple detachment attempts. The detachment fiber received heat and melted. The returned device positioning unit (dpu) passed electrical testing. Therefore, the root cause of the reported inability to detach the coil cannot be determined. Additionally, the returned connecting cables passed electrical testing and the detachment control box was not returned. It was stated that the electrical pre-deployment test was not performed. For optimum product performance and to prevent potential complications, the instructions for use (IFU) outline to verify the functionality of the micrus microcoil delivery system before proceeding with microcoil placement. This needs to be done with the microcoil still in the hoop. To verify proper dcb and microcoil functionality a connecting cable and microcoil must be connected to the dcb unit. After verification of the dcb and connecting cable as outlined in the dcb instructions for use, turn off power to the dcb and disconnect the connecting cable from the microcoil until the microcoil is ready to be detached. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Based on the available information and analysis of the returned device no definitive conclusion can be made regarding the reported event. It is possible that procedural factors contributed to the event. Additionally, as reported the pre-deployment test was not performed as outlined in the instructions for use. With review of the analysis of the returned device, which found no discrepancy with functional testing, and the device history records review there is no indication of any manufacturing issues related to the event. Therefore, no corrective actions will be taken at this time.

Event description:
Patient is being treated for subarachnoid hemorrhage (sah), aneurysm at pcom. The physician couldn't release the coil successfully after position the coil to the target. He tried to click the enpower system over 10times, but failed. And changed another cable still failed. No patient information available.

Manufacturer narrative:
Concomitant device. Connecting cable lot# f67657 and one unknown connecting cable. The product will be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Event description:
Additional information received from the affiliate indicated that pre-deployment test was not performed. The detachment button was pressed about ten (10) times. The coil was safely withdrawn with no stretching or unintended detachment that occurred during the process of withdrawal. The cable and dcb were replaced. There was no noticeable resistance encountered anywhere along the delivery path in the microcatheter before reaching the aneurysm. Repositioning was necessary once the coil was placed in the aneurysm. The microcatheter used was echelon 10. No patient injury reported. As more information became available, the affiliate did not indicate the detachment control box and connecting cable lot numbers that were used as replacements to detach subsequent coils.

Manufacturer narrative:
Patient is being treated for subarachnoid hemorrhage (sah), aneurysm at pcom. The physician couldn't release the coil successfully after position the coil to the target. He tried to click the enpower system over ten times, but failed. And changed another cable still failed. No patient information available. The coil was not returned. The resistive heating coil section exhibits signs of multiple detachment attempts. The detachment fiber received heat and melted. The device positioning unit (dpu) passed electrical testing. Therefore, the root cause of the coils non-detachment cannot be determined. In addition, without the return of the complete detachment system and the coil used in the procedure, it cannot be determined if these components contributed to the complaint event. It was stated that the electrical pre-deployment test was not performed. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, "verify the functionality of the micrus microcoil delivery system before proceeding with microcoil placement. This needs to be done with the microcoil still in the hoop. To verify proper dcb and microcoil functionality a connecting cable and microcoil must be connected to the dcb unit. After verification of the dcb and connecting cable, turn off power to the dcb and disconnect the connecting cable from the microcoil until the microcoil is ready to be detached. Please refer to the detachment control box instructions for use section, located near the end of this document, before proceeding." A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective action is taken at this time.